Event description:
It was reported that an increase in capture and a decrease in sensing were observed. Lead dislodgement was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.